Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v016613, implanted: (B)(6) 2007, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their battery replaced on (B)(6) 2018 and they lost coverage in their right arm. It was unknown if any external factors contributed to the issue. Impedances were shown to be within normal limits. An x-ray was taken on (B)(6) 2018 and found the lead to be out of the epidural space. A lead revision took place on (B)(6) 2018, where the lead was repositioned and anchored. An extension was also added to give extra length. The issue was resolved at the time of the report. The surgical intervention of a lead revision occurred on (B)(6) 2018. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.